Manufacturer narrative:
Complaint has been evaluated and the alleged issue was addressed with tandem technical support. No product being returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal the customer's blood glucose was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.